Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to rapid wear.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The implants were in vivo for almost 2 years. Product history search cannot be completed and compatibly cannot be verified since the part and lot numbers are unknown. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided